Event description:
It was reported that during a hip arthroscopy, the microraptor snapped, all parts were removed from patients hip. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. Bone quality was normal. The back up device was used in the original bone hole. No void was left in the patient. The surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: h2: corrected data on b5, e1, e4 and g2.

Event description:
It was reported that during a hip arthroscopy, after preparing the insertion site with a 2.7mm drill and cleaning the insertion site of all debris, the microraptor anchor snapped, all parts were removed from patients hip. The procedure was completed without delay using a s+n back up device in the originally drilled bone hole, leaving no void left in the patient. The surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and a visual and functional evaluation could not be performed since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since the device was not returned for evaluation. Factors that can contribute to the reported failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.